Event description:
Pt was revised because there was no ingrowth on the cup. Metal debris was present in the tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.